Manufacturer narrative:
Updated fields - b4, e1 name of initial reporter, telephone number and event site address, g3, g6, h2, h11. Corrected field: d10 concomitant products. Due to character limit in e1 event site address is (B)(6).

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an inflation failure alarm. No patient harm.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d7a. It was reported that the cs100 intra aortic balloon pump (iabp) had autofill failure alarm. The customer reported that the device had an inflation failure alarm, and the customer directly replaced the device. The customer refused the repairs.